Event description:
In 2007, shows 60% prox rca lesion and 100% mid rca restenosis. Mid rca previously treated with bare metal stent, cutting balloon, and brachytherapy on 2 prior occasions. The 3.0x32 taxus placed in 100% mid rca, 3.5x20 taxus placed in 60% prox rca. Pt discharged home on plavix 75 mg qd. Six days later, 1815 returns to ER with recurrent angina. Treated with asa, lovenox in ER. To ccl. 1114 reveals subacute thrombosis of prox rca. Reopro and angiomax given. Dilated with 3.0x15 maverick, 4.0x30 quantum maverick, 4.5x15 quantum maverick. Post injection shows 0% residual stenosis, brisk distal flow. Discharged home on plavix 75 mg qd.